Event description:
It was reported that the battery slot light turned red when the battery was placed. The battery was not charging, and it was taken out of inventory.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of red light battery fault was confirmed via analysis of the returned battery. The heartmate 14 volt lithium ion battery serial number (B)(6) was returned and evaluated at abbott. During the evaluation, the battery was functionally tested and when the battery was placed on a test universal battery charger, a red light associated with a b0007 (battery temperature fault) was active, confirming the reported event. A manufacturing task was initiated to investigate the root cause of this issue. As per supplier's initial assessment it has been determined that probable root cause of the 14v li-ion battery high temperature issue is due to excessive thermal conductive adhesive material that might have been applied between pcba assy and battery cells by the operator during assembly. The excess thermal conductive adhesive is confirmed to have caused the latent failure due to gradual temperature increase resulting in overheating. An external corrective action report (ecar) was initiated to notify the supplier, inventus of this issue. The 14 volt li-ion battery was accepted in storage location on (B)(6) 2023 and inspected per material document receiving inspection. The battery was shipped from abbott on (B)(6) 2023. Heartmate 14 volt li-ion battery instructions for use (IFU) explains the operation of batteries in the heartmate system. The IFU explains how to use the 14v batteries, including how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger (ubc) and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.